Event description:
It was reported that a poly insert was revised due to instability.

Manufacturer narrative:
The associated complaint device was returned and evaluated. Damage/deformation was observed on the articular surface, post, and lock mechanism of the tibial insert. Damage/deformation observed on the returned component indicates that the insert was not fully engaged for the duration of implantation, which is consistent with the reported complaint. No material or manufacturing deviations were discovered in this investigation. The clinical/medical team concluded, insufficient clinically relevant information was provided to perform a thorough medical investigation.